Manufacturer narrative:
From article "outcomes of staged bilateral reverse shoulder arthroplasties for rotator cuff tear arthropathy", morris b, haigler r, o'connor d, elkousy h, gartsman g, edwards b, jses, 24:474-481, 2015. 1 patient had a humeral shaft fracture that required a long stem. This is the final report submitted regarding this surgical event and medical device.

Event description:
Analysis of an article "analysis of an article "outcomes of staged bilateral reverse shoulder arthroplasties for rotator cuff tear arthropathy", morris b, haigler r, o'connor d, elkousy h, gartsman g, edwards b, jses, 24:474-481, 2015. 1 patient had a humeral shaft fracture that required a long stem.